Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated issues with quality control (qc) on multiple assays post the daily cleaning procedure. The customer discovered that acid reagent was placed instead of wash 1. The customer replaced the wash 1 reagent and repeated the daily cleaning procedure without performing further troubleshooting. A siemens customer service engineer (cse) was dispatched to the customer site. Prior to arrival of cse, the customer performed a system prime. The customer did not inform the cse that acid reagent was placed in wash 1 position in error. The cse replaced a defective bleach valve and leaking connector. The cse checked mechanical alignment on all probes, dispense and aspiration ports, which passed. The cse checked the acid and base volume levels, which were acceptable. The cse then performed a system prime and ran qc, which were out of range. The cse re-checked the instrument and discovered that acid reagent was erroneously loaded instead of wash 1 reagent. The cse replaced the wash 1 reagent, flushed the lines and cleaned the reservoir. The cse then primed the instrument and ran qc, which passed. The cause of the discordant, falsely depressed tni-ultra result was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia centaur xp instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tni-ultra result.